Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges while the consumer was in the chair it veered on its own going off a ramp and allegedly landing on top of the consumer.

Manufacturer narrative:
The device was returned and evaluated. The alleged condition (veering) could not be duplicated during an extensive test ride which included ramps.

Event description:
Provider alleges while the consumer was in the chair it veered on its own going off a ramp and allegedly landing on top of the consumer.